Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 12/21/2017. Device evaluation: the sample was returned to the manufacturer. The plunger was observed in advanced position, and locked. The cartridge was correctly engaged into lower body of the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection was performed at 10x microscope magnification and lack of lubricant material was observed in the device. No lens was received. Dent/distortion was observed in the cartridge tip. The reported issue was verified. However, the condition in which the sample was received indicates that the unit was handled and prepared for the surgical process. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search of the complaints revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, there was no indication, lens was implanted. If explanted, give date: not applicable, there was no indication, lens was implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a burr was found at the tip of the injector of a pcb00v 20.0 diopter intraocular lens (iol) during implantation. Reportedly, the surgery was completed without any problem and there was no patient injury. No additional information was provided.